Event description:
It was reported that during a catheter implant / revision procedure, the hcp encountered difficulty inserting or advancing the catheter. The hcp was unable to implant the catheter into the intrathecal space and planned to leave the catheter connected to the pump segment and spinal segment loose, subcutaneously.

Manufacturer narrative:
(B)(4).